Event description:
A decrease in sensing and an increase in threshold were observed. The sense/pace portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.